Event description:
It was reported that during a redo pulmonary vein isolation the tubing attached to the intellanav mifi open-irrigated catheter became cracked and was leaking. The catheter was exchanged to solve the issue and the procedure was successfully completed with no patient complications. The device was disposed and will not be returned.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.